Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occured. Reportedly, that customer wears the pump in their bar and its very warm. The customer's blood glucose (bg) level 257 (mg/dl). A manual injection was delivered to address bg level. The customer was ultimately able to clear the alarm and resume normal pump operation.